Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the one of the patients came for removal of catheter (groshong) to facility yesterday evening. While performing the procedure PICC nurse found that only 20% of the catheter came out and the rest 80% of it stayed inside the patient's body. There were no erroneous results from the incident. They have advised chemo through IV. Tied tourniquet and done x ray post that it was a small procedure done at facility to retrieve the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter attached to its two-piece connector was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned sample. The catheter was broken between the 36 cm and 37 cm depth marker. A circumferentially aligned kink was observed just distal of the break. The distal valve was cut off the end of the returned catheter. A tactile evaluation revealed tensile weakness throughout the returned catheter. A microscopic observation revealed a granular fracture surface of the break site. The break was observed to have an elliptical shape. One side of the break was observed to have rounded, polished fracture edges while the other side of the break site had sharp fracture edges. The break has features indicative of flexural fatigue, or cyclic kinking, along the catheter shaft along with tensile, or pulling, weakness along the catheter shaft. The break is likely caused by flexural fatigue and tensile failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the one of the patients came for removal of catheter (groshong) to facility yesterday evening. While performing the procedure PICC nurse found that only 20% of the catheter came out and the rest 80% of it stayed inside the patient's body. There were no erroneous results from the incident. They have advised chemo through IV. Tied tourniquet and done x ray post that it was a small procedure done at facility to retrieve the catheter. No blood exposer to patient or hcp.